Event description:
I had orthodontics from 2003 to 2005. My bite was stable from 2005 to 2019. In 2019, received a night guard from my dentist because of nighttime clenching. After wearing it for a couple years, I began to notice problems with my bite. Upon consultation with an orthodontist, I have developed an anterior open bite because the night guard was not properly made. Specifically, it only covers up to my second molars but does not cover my wisdom teeth (third molars). Because those third molars were not touching anything when I wore the night guard, they erupted over time so that they touch with the nightguard in. But, this has left me with an anterior open bite that will require a year of orthodontics to correct. Combined dental services.